Event description:
It was reported by a peritoneal dialysis patient contact that the patient had recently been in the hospital following a stroke. A follow up call was placed to the patient's peritoneal dialysis nurse who had no further information to provide.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.